Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer's blood glucose (bg) level was 200 mg/dl and insulin from a pen was used to address the bg level. The customer did not see an cracks or damage to the cartridge. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alarm.